Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when a bd q-syte luer access split septum was placed and used on PICC line, the septum was sunken and could not be use.

Manufacturer narrative:
Investigation: review of the DHR¿s revealed that all required challenges samples, set-up and in-process testing was performed per specification in accordance with the quality sampling plans. No quality notification were initiated during the build of this lot number. Received one used q-syte unit in an opened packaged from catalog umber 385100; lot number 7327641. Four photos were submitted for review. Visual/microscopic evaluation: the septum was partially pushed into the q-syte top body. The residual septum material and adhesive deposits was evident on the rim of the top body. This is an indication that a bond was provided during the manufacturing process. Photos: photo one displayed a q-syte unit being held with the septum top disk pushed into the column of the top body. Photo two displayed the same as photo one. Photo three displayed the package top web (label) photo four displayed the package bottom web (film) based on the evaluation of the submitted photos; the displayed the same finding as the evaluation of the returned unit. An evaluation of the returned q-syte unit confirmed the presence of adhesive and septum deposits on the rim of the q-syte top body. This provides evidence that a bond between the septum and q-syte top body was provided during the manufacturing process. A root cause could not be determined.

Event description:
It was reported that when a bd q-syte¿ luer access split septum was placed and used on PICC line, the septum was sunken and could not be use.